Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ra lead exhibited high thresholds, low pacing impedance and noise was reproduced on an egm during isometrics. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an alert was triggered due to high impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58, lead, implanted: (B)(6) 2000. (B)(4).